Manufacturer narrative:
The device sp14003 has been inspected for investigation purpose. The tests performed confirmed that the computer performance was not optimal. The computer parameters were restored to manufacturing specifications.

Event description:
During an intervention performed on customer site by our field engineer, a computer factory reset was performed and it was identified that the pc was non-optimal. There was no patient involvement reported.